Event description:
During placement of this gastrojejunal catheter it was noted that the jejunum was perforated. The pt was sent to surgery for repair of the perforation and another catheter was successfully placed. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device the company is unable to determine if the device met its specifications. Company follow up indicated that due to pre-existing bowel erosion and the possibility of other organs that might be compromised the physician does not believe that the perforation of the jejunum was solely caused by the device. Therefore, the company believes pt anatomy may have contributed to this event. However, the company is unable to determine the relationship between the device and the cause for this event.